Event description:
The ge oec 6800 fluoroscopy system was slow to boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the hard drive, single board computer, and associated pcbs and components to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.